Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain and loosening of the tibial and femoral component at the cement to implant interface. Cement manufacturer was unknown. It was also reported that the bone scan showed "hot" areas around tibial tray and possibly the femoral component as well. The surgeon opened the left knee capsule, removed specimens of both synovial tissue and fluid, and sent them to the lab. He then proceeded to clean out the capsule of any suspicious tissue, removed the poly bearing, and popped off the tibial tray. There was virtually no cement on the underside of the tray. He then tapped the femoral component a few times and it also popped off. Only small bits of cement and bone were adhered to the femoral component. After recutting and cleaning up both tibia & femur, the lab called into the room with the report that no infection was found in the specimens. All new depuy knee components were opened up and implanted. The surgeon irrigated the wound with copious amounts of saline and aricept, and then closed the wound. He was convinced the pain was generated from the loose components. To recap: presented with left keen pain, no infection found, loose femoral and tibial components due to ineffective implant/cement interface. No x-rays were taken. No co-morbities, only one allergy (penicillin). Pt. Is moderately to very active. Doi: (B)(6) 2014. Dor: (B)(6) 2019. Left knee.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.